Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent unspecified breast surgery with unknown size unknown gel implants and experienced unknown side breast implant rupture, and flipped device. As a result, the device was explanted, and replaced with unknown gel device at an unknown date.

Manufacturer narrative:
On february 22, 2023, mentor became aware that patient experienced bilateral breast mass in addition to left side rupture, and device migration. Right side device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right side. Clinical code "breast mass" has been added to field h6 on this form. Reason for device explant and/or reoperation: left breast mass, rupture and device migration this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).